Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided by the field indicated that outside of additional reprogramming, no further changes were made to the system and everything remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event is still being sought from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing t-waves when the patient was partaking in physical activity which resulted in an unknown pause of pacing. A revision procedure may be planned to address this event but for now the rv was reprogrammed and remains in service. No adverse patient effects were reported.